Event description:
It was reported that prior to procedure the anesthesiologist checked and found that the cuff was leaking air and could not be used normally. It was further stated there was no evidence of airway tubing kinking or obstruction and 5ml (cc) syringe was used to inflate the cuff with air. The operation was completed by replacing it with the backup endotracheal tube. There was no patient involvement.

Manufacturer narrative:
H3: product analysis stated visually, the device was returned in a large clear plastic pouch. There were no traces of biological contamination found on the returned device. When returned, the inflation assembly was dislodged from the tube. There was a crack found in the lumen where inflation tube is bonded with the emg tube. The crack measured approximately 0.255 inches from the bonding area to the end of the crack. There was also a small puncture in the cuff found near the proximal end of the cuff. Functional testing could not be performed due to aforementioned issues. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.